Manufacturer narrative:
Report is for an unknown quantity of unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a fracture of the tibia shaft was treated with a variable angle locking compression plate (va lcp) distal medial tibia plate. It was reported that some of the screws broke after about three (3) months. Patient underwent another surgery with a different implant. This report is for an unknown quantity of unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: based on the topography of the fracture surface, it can be concluded that the implants were subjected to dynamic bending loads (two-sided). Constant load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material defects were found. The visual inspection of the twelve (12) fragments showed strong mechanical damages to the locking and cortex screws, which were made of stainless steel. An assignment of the screw heads and shafts was not possible because of the mechanical damages. As a result, a device history record review could not be performed due to missing information. However, a material or manufacturing related condition can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-ray was reviewed by the manufacturer and it was noted that the screw breakage could be confirmed.